Event description:
Poc coordinator reports a 15% bias between an avoximeter 1000e and an unspecified lab instrument while testing %oxyhemoglobin. Customer did not provide specific values obtained with the devices causing the bias. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). Device is currently being repaired. Upon completion of repair, device will be returned to customer.